Event description:
It was reported that the patient had been having issues with her pump since a fall on 2013-(B)(6). It was noted that the fall was ¿heavy¿. The patient was unsure if the pump was hit, but remembers her walking stick being under her body. The pump logs had not been read. The patient was waiting for her pump to restart after a magnetic resonance image (MRI). The pump logs were read at this time, indicating that a motor stall occurred at on the report date at 12:38, but not motor stall recovery occurred until 15:31, which was when the nurse had refilled the pump and the ¿pump restart command¿ restarted the pump. On further review of the logs, it was indicated that a motor stall occurred on 2014-(B)(6) at 17:01, and no recovery occurred until 2014-(B)(6) at 09:44. Pump logs also indicated that a motor stall occurred on 2014-(B)(6) at 19:38 with a recovery on 2014-(B)(6) at 09:55. The patient had complained of being unwell with withdrawal type symptoms around this time. The pump was refilled at this time with a greater than expected residual volume. The motor stalls were discussed with the doctor. The doctor and nurse were to review the logs at the next refill. However t he patient was to report if any further symptoms occurred. It was also reported that the patient previously experienced a granuloma. It was indicated that the patient had a recent history of increasing pain due to a previous granuloma and had been sent for an MRI . The patient was being sent for a neurosurgery review due to changes seen on the MRI. It was indicated that no patient injury occurred. It was indicated that the status of the pump device was ¿returned for analysis¿, however there was no further indication that the pump had been explanted. The device system was used to deliver dilaudid. It was later reported that the previously reported fall occurred on the patient¿s right side, which was the same side that the pump was implanted. On 2014-(B)(6), the patient heard a pump alarm and also experienced withdrawal symptoms of nausea, vomiting, agitation and increased pain. On 2014-(B)(6), a volume discrepancy occurred, with an expected reservoir volume of 5.3ml and an actual reservoir volume of 10ml. At this time, the pump rate was increased. On 2014-(B)(6), an MRI was performed and the pump stalled for 3 hours post-MRI. The MRI showed a granuloma and stenosis at t11/12. The patient was also referred to a neurosurgeon, as she also reported increasing weakness and altered sensation in the right lower limb, as well as increased low back pain. No further surgery was required. The patient was scheduled for a pump replacement on 2014 (B)(6). It was noted that the patient had a past history of granuloma in 2010. As a result, the intrathecal catheter was re-sited twice. On the second occasion, it was directed in the caudal direction.

Manufacturer narrative:
(B)(4).